Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation port of the foley catheter blew up the balloon and the inflation port irrigated the bladder.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The foley catheter was returned without the original packaging. Attempted to inflate the balloon with di water by connecting a luer lock syringe to the inflation port, however, the fluid drained from the irrigation eye on the catheter. The irrigation eye was then connected to the di fountain and the balloon started to inflate. The inflation/leakage issues were caused by the inflation cap being connected to the wrong lumen. A potential root cause for this event could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the irrigation port of the foley catheter blew up the balloon and the inflation port irrigated the bladder.